Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have encountered vacuum problems, the tubes only fill half way."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1124680. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-05-04. Medical device lot #: 1036568. Medical device expiration date: 2022-02-28. Device manufacture date: 2021-02-05. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed, as the photo shows a low level of specimen in the tube. The photo does not show the lot number of the product. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Ten (10) retention samples from lot 1124680 from bd inventory were evaluated by visual examination and functional draw testing and the issue of underfill was not observed, as all tubes were within specification limits. Additionally, ten (10) retention samples from lot 1036568 from bd inventory were evaluated by visual examination and functional draw testing and one (1) tube drew below the specification limit. The no draw tube was due to a side piercing of the stopper when the draw test was performed. Ten (10) additional retention tubes from lot 1036568 were evaluated by visual examination and functional draw testing and the issue of underfill was not observed, as all tubes were within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photo; however, no samples were returned to be tested and the failure mode could not be duplicated in the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.